Event description:
Information received with return of the explanted device notes that after adjusting the pacing, sensing and sensor, the device exhibited inadequate rate response behavior. There were no consequences to the patient.